Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex (lcx) artery. A 6f non-bsc introducer sheath was introduced. After a 3.5 st jl non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Predilation was performed with a 13/2.25mm non-bsc balloon catheter. Subsequently, a 12 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. However, the stent failed to cross the lesion despite several predilation and while trying to cross the promus premier¿ stent, the physician noted that the stent was stuck with the guidewire. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found kinking 636mm distal from the distal edge of the strain relief and the shaft itself was broken at the point of a severe kink. The hypotube broke 582mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. During device examination there was no issue tracking the device over a 0.014" guidewire and there was no issue with the subsequent removal off the guidewire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex (lcx) artery. A 6f non-bsc introducer sheath was introduced. After a 3.5 st jl non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Predilation was performed with a 13/2.25mm non-bsc balloon catheter. Subsequently, a 12 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. However, the stent failed to cross the lesion despite several predilation and while trying to cross the promus premier¿ stent, the physician noted that the stent was stuck with the guidewire. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).